Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) showed a new left bundle branch block (lbbb) in addition to a baseline type I second degree atrio-ventricular (av) block and first degree heart block. The patient remained asymptomatic throughout conduction disturbances. Electrocardiogram (ECG) showed a brief episode of bradycardia and the decision was made to implant a permanent pacemaker. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.